Manufacturer narrative:
Section a1-a4: there was no patient involved section d4: manufacture date (h4) will be provided upon investigation the primary UDI number in d4 is reflective of all available information. Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module's internal battery could not be loaded. A replacement power module was requested. No patient was involved in this event

Manufacturer narrative:
Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: the reported event of the power module internal battery not loading was not confirmed. The power module (serial number (B)(6)) was returned for analysis along with internal backup battery (B)(6). The internal backup battery was installed into the returned power module and was able to charge as intended. After being fully charged, a system controller was connected to the mock loop alongside the unit, and the sla battery was able to operate a mock loop as intended when ac power was disconnected. No further troubleshooting on the sla battery could be performed, as the battery is sealed and cannot be opened safely. The root cause of the reported event could not be determined off the information provided. Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU ¿power module (pm) backup power¿ and 5.0 ¿power module (pm) alarm conditions¿) instructs users on how to handle red battery alarms and/or yellow wrench alarms that occur on the power module. A red battery alarm with a yellow wrench alarm signifies that the internal backup battery is not functioning properly. Users are instructed to immediately switch to a new power source. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. No further information was provided. The manufacturer is closing the file on this event.